Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window, cracked reservoir tube and lip, cracked belt clip slot, cracked battery tube threads, and cracked end cap.

Event description:
Customer reported issues with the insulin pump. Customer states that the reservoir will not stay in the insulin pump. The blood glucose reading is between 300 and 425 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.